Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a multirate infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.